Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was later reported that the patient was called for cap opaque test to the hospital. Opaque test was completed and the catheter malfunction was excluded. About 4 ml of the drug was released in the pump reservoir during procedure. Approximately 11 ml of the drug was emptied from the pump instead of the expected 6.9 ml per the pump programmer report print. It was noted that after all a rotor test was performed that did not show sufficient rotation during test'. The pump was replaced and the operation was completed successfully.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
It was reported that at the pump refill it was revealed that there was a reservoir volume discrepancy. The pump residual volume was more than what the programmer showed; approximately 5ml more. It was also noted on data report the reservoir volume was 7.8 ml; approximately 13 ml medicine was emptied from the pump. During the last three refill procedures approximately 10ml more medicine was emptied from the pump. The patient experienced pain in both his lower extremities and abdominal pain from bilateral thoracic region. Although several increment of the morphine dosage the patient did not get sufficient pain relief. Spinal and abdominal x-rays were performed and did not find any problem. A catheter access port test was performed under x-ray imaging and revealed no anomalies. No motor stalls, recoveries or safety modes were registered. The healthcare provider suspected a "pump failure". Further troubleshooting was being considered. The drugs in the pump were morphine and marcaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.